Event description:
It was reported that the artificial urinary sphincter (aus) pump was explanted due to migration low in the scrotum. The pump was removed and replaced in a better area. There were no patient complications reported.

Event description:
It was reported that the artificial urinary sphincter (aus) pump was explanted due to migration low in the scrotum, and it was noted that the tubing left to long on first procedure causing pump to move to far down in scrotum. The pump was removed and replaced in a better area. There were no patient complications reported.